Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 5 years, 5 months due to severe recurrent aortic stenosis. It was also documented in the op notes that the valve was stenotic involving all 3 leaflets. The explanted valve was replaced with another edwards bioprosthesis. No other details provided.

Manufacturer narrative:
Stenotic valve leaflets. Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: the device was evaluated and confirmed the reported stenosis. As received the valve exhibited intrinsic and extrinsic, heavy calcification on the cusp of all leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth was noted on the tissue and had encroached into the orifice and onto the tissue by about 3 mm on the inflow aspect and minimal host tissue overgrowth was visible onto the tissue by 1 mm on the outflow aspect. Host tissue was moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrated calcification. Commissure two appeared to be pushed outwards. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.